Event description:
It was further reported that during a ptca treatment procedure involving a lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon would not inflate on the initial inflation attempt. The pt was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with an identical catheter and the procedure was successfully completed. It is noted that resistance was met with insertion of the initial maverick2 monorail balloon. A good tec introducer guide (size unk), a bmw guide (unk size), a zuma ii guide catheter, and an encore26 inflation device were also used in this case. No pt injuries or procedural complications were reported. Pt status is reported as "good". No further info is available at this time.

Event description:
It was reported that during a ptca treatment procedure involving an unspecified coronary artery, the maverick2 monorail balloon ruptured at an unknown number of atms on the initial inflation. The maverick2 monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No further information is available at this time.